Manufacturer narrative:
H3: the revision reported in the case may have been the result of polyethylene wear and loosening as stated in the legal documentation and operative notes. The aseptic (non-infected) loosening may have been the result of both patient-related conditions and insufficient bonds between the implants and the bones. The extent and root cause of the reported polyethylene wear cannot be determined as the explanted devices were not returned for evaluation, and radiographs, photographs, and operative notes were not provided.

Event description:
It was reported via legal notification, that the patient, underwent initial total knee replacement surgery on her left knee on (B)(6) 2010. In the years following the surgery, the patient experienced pain, swelling, instability, and bone loss in her left knee caused by early and accelerated polyethylene wear and/or component loosening. On (B)(6) 2021, approximately 10 years 3 months post initial procedure, patient underwent an extensive revision surgery on her left knee. No device return anticipated due to this being a legal case.

Manufacturer narrative:
Common device name: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer concomitants medical products: 1810444, 200-02-32 - three peg patella 32mm. .1623511, 200-04-32 - cemented finned tib. Tra sz 3f/2t. 1849066, 234-02-03 - optetrak asy,ps cemented femoral, sz 3. Additional information, including the product investigation, will be submitted within 30 days of receipt.